Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was 52 mg/dl treated with food. Customer had received updating sensor and change sensor alert. Auto mode feature information was unknown. Customer stated that if they were going up or down they did not getting alarms or warnings. Customer declined to troubleshoot for low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.